Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 848840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, bipolar I disorder, stress incontinence, ankle injury, bipolar depression and asthma. Concurrent conditions included stress urinary incontinence, breast cancer, pain in hip, hypercholesteremia, menses irregular, acute vaginitis, gerd, right upper quadrant pain, chronic diarrhea, hot flashes and dysmenorrhea. Concomitant products included ibuprofen. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("extrusion /malpositioned essure coil /the uterus was inspected and both essure coils were noted"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), uterine haemorrhage ("abnormal uterine bleeding "), endometriosis ("endometriosis") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, device expulsion, urinary tract disorder, genital haemorrhage, vaginal disorder, autoimmune disorder, uterine haemorrhage, endometriosis and stress urinary incontinence outcome was unknown. The reporter considered autoimmune disorder, device expulsion, endometriosis, genital haemorrhage, pelvic pain, stress urinary incontinence, urinary tract disorder, uterine haemorrhage and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion with expected position of the essure devices. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no: 848840-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, bipolar I disorder, stress incontinence, ankle injury, bipolar depression and asthma. Concurrent conditions included stress urinary incontinence, breast cancer, pain in hip, hypercholesteremia, menses irregular, acute vaginitis, gerd, right upper quadrant pain, chronic diarrhea, hot flashes and dysmenorrhea. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("extrusion /malpositioned essure coil /the uterus was inspected and both essure coils were noted"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), uterine haemorrhage ("abnormal uterine bleeding "), endometriosis ("endometriosis") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion, urinary tract disorder, genital haemorrhage, vaginal disorder, autoimmune disorder, uterine haemorrhage, endometriosis and stress urinary incontinence outcome was unknown. The reporter considered autoimmune disorder, device expulsion, endometriosis, genital haemorrhage, pelvic pain, stress urinary incontinence, urinary tract disorder, uterine haemorrhage and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: tubal occlusion with expected position of the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.